Event description:
It was reported that during a lead implanting procedure, the implanting physician could not get a new lead to go into the plug without force. When it was plugged in, impedance issues were noted on clinician programmer. It was elected to implant a new neurostimulator and the new lead was plugged into the site without issues. Patient status at the time of this report was stated as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.